Event description:
The customer reported that the system displayed a communication error message and shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, and adjusted the 5 volt power supply. The system operates as intended.